Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31508275l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a 8.5 fr varipulse catheter and the patient experienced st elevation / coronary spasm that required medication. A pre-voltage map was performed using the optrell mapping catheter. The medical team then exchanged the optrell with the varipulse catheter. Ablation protocol followed the recommended workflow with 23 total ablations. Then the varipulse catheter was exchanged for the optrell to assess vein isolation and the procedure was completed 6 minutes after the last practice application. It was then noticed that the patient developed st segment elevation that resolved on its own within 10 minutes. The physician believed it was due to coronary spasm. The patient left the lab with a normal ECG (electrocardiogram) without any st elevations. IV (intravenous) nitroglycerin was administered after 10 minutes as it was not in the cath lab. Patient fully recovered and did not require extended hospitalization.